Event description:
A balloon developed a pin-hole leak at approx 14 atms during a renal angioplasty. Another balloon catheter was used to successfully comlplete the procedure without pt complications. No further info was available from the user facility. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating the device or further info, co is unable to determine the exact cause for this event. Co's direction of use state: "if loss pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the proceudre. Deflate the balloon. Do not reinflate and remove carefully."